Event description:
It was reported that the device reached the recommended replacement time (rrt) in two and half years and that the battery had unexpected longevity. The left ventricular lead output was reported to have been programmed very high. The device was explanted and replaced. It was further reported that there was high impedance and high thresholds in the pace/sense right ventricular (rv) lead. The lead was also noted to be programmed at sub-threshold and was reprogrammed to ensure an adequate safety margin. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 6949 implantable tachy lead, (B)(6) 2005. A 2187 implantable pacing lead, (B)(6) 2001. (B)(4).